Event description:
Surgeon reported that clips were spontaneously falling out. No harm/injury to patient. No delay in patient care. Equipment taken out of service and replaced with new device. Patient details/demographics unavailable.